Event description:
It was reported by service report that the piston ram is leaking hydraulic fluid from the hydraulic fill plug. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Hydraulic fill plug.